Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer stated that they took the insulin pump off to exercise and when he came back it was alarming. Customer's blood glucose reading at the time of the call was 147 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm or prime anomaly noted. The device had minor scratched display window and cracked reservoir tube lip.